Event description:
Customer reporting half way through a 4 hour treatment, the nurse stepped out of room and when came back there was blood on the floor. Nurse was not sure how long needle had been dislodged. Pt was already in the hosp and was currently intubated on a ventilator and sedated. Pt was given around 500 ml of fluid and transfused 3 units of blood. Pt ok now. Customer would not supply any info about hemoglobin or hematocrit info, machine did not alarm.